Manufacturer narrative:
As reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post implant pain and pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Pain does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. There are possible patient and pharmacological factors that may have contributed to the reported event. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported events. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post implant pain and pe. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient presented to the emergency room, nineteen days post implantation with chest pain. The scan is noted to have discovered the pe in the right lung. The patient¿s dose of coumadin was altered and the patient was put on lovenox. The patient also reports to be suffering from emotional distress, mental anguish, anxiety and stress. According to the information received in the medical records, the patient¿s diagnosis prior to the filer placement was gastrointestinal (gi) bleeding and venous thromboembolism. During the implantation procedure, the filter was deployed 2cm below the right renal vein without any complications. The patient was transferred to recovery in stable condition. As reported, the patient underwent placement of the trapease inferior vena cava filter. Per the medical records, the patient¿s diagnosis prior to the filer placement was gastrointestinal (gi) bleeding and venous thromboembolism. During the implantation procedure, the filter was deployed 2cm below the right renal vein without any complications. The patient was transferred to recovery in stable condition. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, post implant pain and pulmonary embolism (pe). Per the patient profile form (ppf), the patient presented to the emergency room, nineteen days post implantation with chest pain. The scan is noted to have discovered the pe in the right lung. The patient¿s dose of coumadin was altered, and the patient was put on lovenox. The patient also reports to be emotional distress, mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.